Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresse guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, the clinical study patient was admitted for increased driveline drainage. During the admission,  a CT scan of abdomen/chest/pelvic  was performed which showed left ventricular system device in place with a new 1.8 cm fluid-attenuating collection adjacent to the proximal drive line suspicious for a drive line abscess with interval increase in phlegmon surrounding the distal drive line. The patient was started on vancomycin 1000 mg IV every 12 hours (discontinued on (B)(6) 2016) and meropenem 1000 mg IV every 8 hours (discontinued on (B)(6) 2016). On (B)(6) 2016, vancomycin was increased to 1500 mg IV every 8 hours (discontinued on (B)(6) 2016). The patient was taken to the operating room on (B)(6) 2016 for incision and drainage of the upper abdomen around the driveline. The patient was stable with a white blood cell count of 9.0 and temperature of 98.8f and subsequently discharged on (B)(6) 2016 with ceftriaxone 2000 mg IV every 24 hours and vancomycin 1750 mg IV every 12 hours.